Manufacturer narrative:
The actual device has been returned to the manufacturing facility and evaluation is currently ongoing. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: there was an increase in pressure as well as bad oxygenation performance. The issue was detected suddenly halfway through the procedure. The perfusionist decided not to change the device. There was no blood loss. The patient was not harmed.

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00059 to provide the sample evaluation results as well as the patients weight reported. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The pressure drop was determined when bovine blood was circulated at each flow rate. The values were confirmed to meet the manufacturing specification. The cause for the reported event cannot be definitively determined based upon the available information since the investigation results verified that the actual sample was the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00059 to provide the sample evaluation results as well as the patients weight reported.